Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported to have experienced funny feelings associated with ventricular pacing. Upon further evaluation the patient was found to have a pericardial effusion in which a chest tube was needed to drain the pericardial space. This relieved the funny feeling previously reported. No additional adverse patient effects were reported.